Event description:
Pt began to have instability after original surgery by dr on 4/19/21. Surgeon evaluated stability and used a thicker poly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received indicated that clinic note dated (B)(6) 2022: patient reports pain, swelling, and instability, as well as the sensations of clicking and clunking in the right knee. The patient was treated with a steroid injection and aspiration of the edema. Clinic note dated (B)(6) 2022: patient reports a continuation of the pain, swelling, and joint instability of the right knee after aspiration and steroid injection. The patient again received an aspiration and injection and is referred for revision surgery in (B)(6). Dor: (B)(6) 2022: the patient receives planned right knee revision of the tibial insert, as indicated by the attached sticker sheet. There were no operative notes provided. Additional information received: 1. Was instability related to polyethylene wear? No 2. Was there any reported malposition of components that led to the instability? No all components seemed in position and well fixed. Laxity seemed due to too thin of a poly inserted or stretching of soft tissues over time. 3. Were any components undersized on the primary surgery that led to the instability? Poly may have been too thin. Unknown if this is true or soft tissue change over time. 4. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found no visible issue that would indicate an implant problem. An audible sound issue could not be confirm with the photo evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code /lot code combination. Based on the inability to find any nc¿s against the provided product code /lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.